Manufacturer narrative:
This device is used for treatment not diagnosis. DHR was reviewed with no complaint related anomalies noted.

Manufacturer narrative:
A manufacturing evaluation was conducted and the report indicates the screw is whole and intact. Its diameter, length, and general configuration confirm it was a 2.4mm va locking screw stardrive 18mm. The drive has no apparent damage. The top of the head is in good condition. Two head threads have slight compression of the major diameter at approx. The middle of the head and towards the thread exit. The shaft threads are in good condition, as are the flutes and the tip. The relevant dimensions that could be checked are within specification. Due to the type of damage incurred, a finite evaluation could not be performed.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a distal radius fracture procedure, the screw would not lock. The surgeon chose variable angle (va) mode. The surgeon inserted the va locking screws in a positioning hole after drilling. Reportedly the surgeon could not lock the va locking screw in the distal row second ulna hole. He stopped inserting screw close to penetration. He planed this screw rested in patient body. It was reported he had a problem with the screw due to length. The surgeon then changed and inserted other new screw. The new screw could be locked in this hole. He chose va mode, he used torque limiter, 0.8nm, in lock. This is 1 of 2 repots for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.